Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the pain complaints was bone fragments irritating the nerve root.

Event description:
In (B)(6) 2014, the patient underwent ifuse si joint arthrodesis where four ifuse implants were placed. The patient's pain was not completely relieved by the initial surgery as confirmed by si joint diagnostic injections, so the surgeon decided to add additional implants to help further fixate the joint. In (B)(6) 2014, the surgeon added three additional si joint implants to the existing construct. During the surgery, one implant was pulled back a few millimeters shortly after it was implanted because it was impinging on the foramen. The rest of the procedure proceeded normally. The patient presented with complaints of sciatic type pain shortly after the initial surgery. A CT scan revealed the presence of bone fragments on the s1 neuroforamen caused by the previously adjusted implant. In (B)(6) 2014, the surgeon performed a laminectomy on the patient to remove the bone fragments. No implants were adjusted or removed during the laminectomy. The patient's si joint and sciatic pain symptoms improved.